Event description:
It was reported by the customer, "PICC line damage. Father went to give night infusion of antibiotics and with saline flush 'it squirted everywhere'. There is a visible hole in the catheter. PICC was heparin locked at the time of the event. There were no patient symptoms related to the fluid leak. The catheter was removed and a new PICC was requested but the patient has no vessels left for placement. Team decide to stop ertapenum early and monitor for issues. Catheter had been secured with statlock.'

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received a sample and will evaluate. Results are expected soon.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed. The product returned for evaluation was one 4 fr power PICC catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed just distal of the molded suture joint. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges planar shape to the fracture surface an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text: evaluation findings are in section h.11.

Event description:
It was reported by the customer, "PICC line damage. Father went to give night infusion of antibiotics and with saline flush 'it squirted everywhere'. There is a visible hole in the catheter. PICC was heparin locked at the time of the event. There were no patient symptoms related to the fluid leak. The catheter was removed and a new PICC was requested but the patient has no vessels left for placement. Team decide to stop ertapenum early and monitor for issues. Catheter had been secured with statlock.'